Manufacturer narrative:
The device will be evaluated upon receipt by physio-control. Physio-control will submit a supplemental report.

Event description:
The customer reported that their device powers on with voice prompts, but cannot be turned off and has all 3 icons (charge-pak, attention, and service wrench) illuminated.